Event description:
It was reported that the right ventricular (rv) lead fractured at the suture sleeve and the fracture could be clearly visualized at explant. A lead integrity alert was triggered and oversensing was noted. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: (B)(4) the distal segment of the lead was returned and analysis found anomalies. However, there was blood ingression in the outer tubing overlay. The proximal conductor had blood on it (not obstructed) and the lead helix was pulled/stretched due to overstress. The defibrillator conductor, inner insulation, outer insulation and the outer tubing overlay were all melted. The distal electrode and distal conductor were covered in blood. The outer tubing overlay was kinked/buckled. The helix was bent a nd the distal conductor was pulled/stretched due to overstress. Visual analysis noted apparent explant damage.